Manufacturer narrative:
Date of report : 05/03/2019, date rec¿d by MFR : 05/19/2019. Failure analysis on the returned gas delivery system (gds) shows that the defective u1 on the o2 flow sensor pcba created the air/ o2 flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6).

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test (pvt test 7) at the 30% setting. There was no patient involvement.